Event description:
It was reported that there was high ventricular capture thresholds. There was a ventricular capture management warning and outputs programmed to high. This issue will be discussed with the physician. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.